Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone17.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced elevated blood glucose levels and a skin reaction at the infusion site after more than 48 hours of pod wear on the arm, which subsequently progressed to an infection. No specific blood glucose levels were reported. It was reported that blood glucose did not decrease despite administering several correction bolus doses. The patient subsequently developed pain at the site, and upon pod removal, redness, swelling, and purulent drainage was observed at the site, with pronounced pain at the cannula insertion area. The patient consulted a healthcare provider at an urgent care facility where she was diagnosed with an infection and prescribed antibiotics. No further symptoms were reported.